Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014; product type: accessory. Product ID: 870,9 serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
The pump and catheter segment were returned for analysis. The catheter was not attached. Analysis of the pump revealed overinfusion of an undetermined root cause. As received, the pump reservoir had 22ml of fluid in it and was left running in simple continuous infusion mode. Pump logs were gathered and a motor stall recovery was indicated. Analysis of catheter serial #(B)(4) revealed a tear in the seal near the guide ring of the sutureless connector, which was determined to be non-significant.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, a few weeks after pump implant, there was no catheter flow. A catheter kink occurred. The patient experienced increased tone. The entire catheter was replaced. At the time of this report, the patient had recovered without permanent impairment.

Event description:
It was reported that there was an unknown pump issue which was specified as the ¿patient was not getting therapeutic effect.¿ diagnostic testing and troubleshooting consisted of a dye study and pump log check. However, the cause of the issue was not determined. Actions required as a result of the event included pump replacement. Additionally, as a result of the events, the pump connector was replaced. Diagnostic testing or troubleshooting, with regard to the connector, consisted of a dye study; the cause of the product issue was not determined, nor was there an alleged product issue. Patient symptoms or complications associated with the event included less than 50% therapy relief in the extremities; also reported as ¿patient isn¿t getting therapeutic relief of their spasticity.¿ the patient status was reported as alive, no injury. The pump was being used to deliver gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.